Event description:
It was reported that during a laparoscopic colon procedure, the surgeon was unable to open the device after it was fired. It was locked on colon tissue. They pulled the tissue out of the jaw. No tissue trauma reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.